Event description:
On (B)(6) 2011, customer reported that they had leakage on (B)(6) 2011, underneath the hydropneumatic area of the lx20 pro instrument. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that that wash concentrate was leaking from cracked tubing. Fse replaced the cracked tubing on v12, cleaned the spill, primed the instrument and ran controls. The issue was resolved.

Manufacturer narrative:
(B)(4).